Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer attempted to reload the cartridge. Tandem technical support educated the customer that this is off label. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was reported as high. A multiple dose injection was administered to address bg issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.